Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Concomitant product(s): the patient received during the procedure systemic heparinization and antiplatelets agent. Postoperative low-weight molecular heparin (lwmh) and aspirin was administered to the patient. Email address of initial reporter: (B)(6).

Event description:
On (B)(6) 2015 the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a type b complicated dissection. On the same date the patient underwent an aortic branch vessel procedure in general anesthesia with intubation. The left subclavian was surgical de-branched. On (B)(6) 2015, the patient was extubated and a major stroke (embolic-bi-hemispheric event) was diagnosed. On (B)(4) 2015 the patient required a tracheostomy. The patient suffered from a major stroke.